Event description:
It was reported that during total knee arthroplasty procedure in 2007, the peg orientation of the patella button did not match the drill guide orientation. Add'l 11-150844 component was opened and used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found implant did not meet design specifications. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirement as device malfunction. Corrective and preventive actions have been initiated.